Event description:
The customer alleged while the vent was operating on a pt, the vent went into an alarm condition and a visual alarm was present, however the audio alarm was not present when expected. The mallinckrodt customer support engineer (cse) inspected the device and verified the no audio alarm condition. The cse tapped on the alarm and it started to work as expected. The cse replaced the audio assembly to correct the reported malfunction. The unit passed extended self testing.